Event description:
The pt had just had back surgery and was in the hospital. The pt had no stimulation sensation on the right side, but had stimulation feelings on the left side. All the status lights came on, on the pt programmer, but he wasn't feeling anything. It was noted that the pt's devices were reported to be due for replacement. Add'l info has been requested. A f/u report will be sent if add'l info becomes available. See also MFR's report #6000032-2010-10038.

Manufacturer narrative:
(B)(4).